Event description:
While making cuts during a tka procedure, the mics handle became loose and started to shake. Making it difficult for the surgeon to perform the cuts. Case type: tka.

Manufacturer narrative:
Reported event: while making cuts during a tka procedure, the mics handle became loose and started to shake. Making it difficult for the surgeon to perform the cuts. Case type: tka. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: review of the device history records indicate (B)(4) devices were manufactured under l/n: 42060818 , s/n: (B)(6) and (B)(4) devices were accepted into final stock on 07 sept 2018. A review of qt18-09-0023 209063 revealed that the issue is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42060818 shows 05 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA 1450904 are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While making cuts during a tka procedure, the mics handle became loose and started to shake. Making it difficult for the surgeon to perform the cuts. Case type: tka.